Manufacturer narrative:
Event date: 2(B)(6)015. Receiving by MFR date: 06/29/2016. Conclusion / root cause: the sensor pcba was tested and no failures were identified. The error vent inop 9003 and 5000 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported a vent inop condition; flow sensor failure during preoperational testing. No patient involvement was reported.